Event description:
The rate independently changed. The pump was returned to the biomedical department from the ob department with an incident report that stated, "the fetal heart was declining, pump was turned off, the nurse noted the rate was set at 999cc/hr." The report indicated the patient had a cesarean section. Multiple unsuccessful attempts have been made to obtain additional information.